Manufacturer narrative:
(B)(4): the customer reported an intermittent failure to discharge with both paddles and pads. There is no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent failure to discharge with both paddles and pads. There is no report of pt involvement.